Event description:
It was reported that the reamer driver moved eccentrically when the calcar reamer was used. Also, the adapter connection was not good. The operation was continued with same product, and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The returned driver was visually unremarkable. Scratches and nicks consistent with normal use of the device were noted, however not gross damages were observed. The investigation could not confirm the event as the reported assembly issue could not be duplicated. Functional inspection with a stock piece confirmed the device locking mechanism to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the the reamer driver moved eccentrically when the calcar reamer was used. Also, the adapter connection was not good. The operation was continued with same product, and the procedure was completed.